Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other similar incidents from this lot. The reported patient effect of failure to retrieve mitraclip system components (foreign body in patient) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported entrapment of device or device component (clip caught on chordae) appears to be influenced by user technique/operational context. Additionally, the reported foreign body in patient appears to be due to the failure in untangling the clip from the chordae and the subsequent clip deployment in the chordae (procedural circumstances). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the mitraclip became caught and was implanted in the chordae. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3. The patient presented with a small left atrium and restrictive pathology. The transseptal puncture was performed without reported issues, and with the highest point to septum puncture at 3.95 cm. The first clip delivery system (cds0602-xtr) advanced and was opened and positioned in the left atrium. The cds advanced under the mitral valve and was in straddling position, when the clip became caught in the chordae. Standard troubleshooting was performed, however, the clip remained caught on the chordae. Reportedly, there was a lot of tension on the device with delayed device response. The clip was unable to be removed from the chordae and was deployed at this location. A second clip (cds0602-ntr) grasped the mitral leaflets without reported issues, however, the gradient increased from 3mmhg to 8mmhg. Therefore, the clip was not implanted. The second device, with the undeployed ntr clip, was removed without reported issues. The gradient returned to 3mmhg and the mr had been reduced to grade 2-3. No additional information was provided regarding this issue.